Manufacturer narrative:
Evaluation summary: numerous kinks were evident along the hypotube. A kink was visible on the distal shaft 12.7cm distal to the guidewire entry port. The transition tubing was kinked 1.2cm proximal to the guidewire entry port. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 7th, 8th, 9th and 10th distal stent wraps with struts raised. Slight deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel.

Event description:
It was reported that the physician intended to use a resolute integrity drug eluting stent. The target lesion was reported to be severely calcified with 30% stenosis in the left main, 60% stenosis in the distal riva, 30% stenosis in the high proximal ramus circumflexus, 98% stenosis in the ramus intermedius, and 98% stenosis in the ramus posterolateralis. No damage was noted to packaging. It was reported that the stent was cracked in the middle and dissection (pla1) was also reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: three sets of procedural images were provided by the account. Images from (B)(6) 2017 confirmed multiple lesions in the left coronary vessels. Images from the (B)(6) 2017 captured the deployment of multiple stents in the left coronary vessels. Images from the (B)(6) 2017 confirm the difficult nature of the lesion site. The images capture two balloon inflations at the lesion site. An unidentified stent is visible positioned across the lesion site prior to deployment with what appears to be the dissection visible at the proximal side of the stent. Therefore, it appears the dissection occurred prior to expansion and deployment of this stent. There are no images capturing the attempted delivery and subsequent removal of the resolute integrity device. If information is provided in the future, a supplemental report will be issued.